Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. A crack is observed at the 3mm luer lock level. Device history record summary: all released batches are compliant with the processing steps described in the master batch and our specifications and especially the sterilization cycle was recorded as compliant. All microbiological, physical and chemical results (endotoxins, bioburden) are recorded in compliance with our specifications and especially the extrusion force value shows our product¿s expected consistency. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The release step combined with the absence of any deviation shows that no element could explain these issues.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra where the syringe cracked at the luer lock while attaching the cannula. The product leaked and the patient is good. There was no patient contact at the moment the event occurred.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm ultra where the syringe cracked at the luer lock while attaching the cannula. The product leaked and the patient is good. There was no patient contact at the moment the event occurred.